Manufacturer narrative:
The device was not returned; however, a photograph was received for evaluation. Visual inspection noted a cracked light blue main body. The reported condition of damaged/cracked was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue mainbody of the minicap transfer set was cracked. There was no patient injury or medical intervention associated with this event. No additional information is available.